Event description:
During a surgical procedure the laparoscopic purple 60 staple load broke and became locked onto the patient¿s tissue. The staple load would not release from the patient¿s tissue and had to be manipulated by other surgical instrumentation to be removed. Reference report: mw5118202.